Event description:
New information indicated that the right ventricular lead exhibited a loss of capture during a device check. Diagnostic imaging was performed when lead perforation was suspected.

Event description:
It was reported that the right ventricular lead was explanted and replaced. Lead perforation was suspected. There were no adverse health consequences, the patient was stable.